Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the concentrator will alarm after it is powered on for a few seconds and has been doing so for the past 3 years and now the concentrator will not alarm at all.